Event description:
The facility's representative reported an infusion pump with an 500 failure code. The representative stated that there have been no reports of any patient incident involving the pump since the last baxter service event. No additional information was provided.